Manufacturer narrative:
Concomitant medical products: dtba1qq, crtd; 429888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.